Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp solution set leaked from the connection between the drip chamber and the tubing. This issue was identified when the nurse had just hung up the bag. There was no patient involvement. No additinal information is available.

Manufacturer narrative:
One (1) actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including clear passage and pressure tests were performed which revealed a leak between the assembly of the tubing into drip chamber. Dimensional testing was performed and the results were according to specification. However, the assembly of the tubing into drip chamber was not according to specification. The reported condition was verified. The cause of the condition was due to an improper low assembly during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On october 30, 2023, medwatch reference number mw5146932 was received for this report. Should additional relevant information become available, a supplemental report will be submitted.